Event description:
The customer reported the system is displaying a communication failure. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the backplane, fluoro function board, gib, and video controller board. System operates as intended. (B) (4).